Event description:
It was reported to boston scientific corporation in 2009, that a polyflex esophageal stent was used during an esophageal stent placement procedure performed the month prior. According to the complainant, a polyflex esophageal stent was placed for esophageal cancer in a "neo adjuvant" setting prior to treatment. Four days post- placement, the stent migrated into the pt's stomach. Subsequently, the pt aspirated into his lungs. The pt developed pneumonia. The physician does not feel the stent migration cause the pneumonia, however, he felt it did not help the pt's situation. The pt was placed on a ventilator. The polyflex esophageal stent was removed from the patient's stomach and put back into place in the esophagus.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. We are unable to determine the cause of this event.